Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a post-market clinical follow-up database that a patient developed a suspected infected non-union approximately 6 months post-implantation and was referred to another center for management. The event was identified within a post-market clinical follow-up dataset for an intramedullary nail system, and the reporter assessed a possible relationship to the device, the procedure, and the instrumentation. Attempts have been made and no further information has been provided.